Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv impedances were variable and oversensing was noted. The lead integrity alert was triggered. It was noted that it appears to be setscrew or connector-lead orientation of the rv lead. The lead and device remain in use. No patient complications were reported as a result of this event.